Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have gone back on insulin therapy after have been off for a while. Customer states she received a no delivery alarm during bolus delivery. Customer's blood glucose was 129 mg/dl. During troubleshooting, customer was not able to remove infusion set while on the phone. Customer states her healthcare professional gave her the infusion set she is wearing, but she is not sure if it is a sure t or mio. Customer was advised to change entire infusion set. No further information provided.